Event description:
It was reported that approx. 20 months after the implantation the lv lead was found dislodged. Furthermore the device was reprogrammed and the lv lead deactivated.

Manufacturer narrative:
As of today, both medical devices are not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 8-sep-2019 and 7-sep-2020 gained no further information. Iegm episodes were not provided. In spite of the available information, no conclusion can be drawn regarding the root causes of the clinical observations. An analysis of the leads them self would be necessary to determine the root causes. Should additional information or the devices them self become available for analysis, the investigation will be updated.